Event description:
Additional information was received from the patient stating they tried many different settings. They got tired of keeping everything charged when nothing was helping. They gave up on trying to find the right settings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that they hadn't used their device in 6 months because the device never worked and never helped them. Patient stated that the stimulation was too high and they would get zingers or they couldn't feel any relief at all so they got sick of charging the device all the time. Patient mentioned the issue began last year 2024. Patient noted that they were supposed to have an MRI in a few weeks and they were told to bring the device and go into MRI mode. During the call, patient unlocked the controller, saw no device found then controller showed cannot recharge device the controller battery is too low recharge the controller. Agent asked and confirmed a green blinking light on their controller. Agent reviewed with patient to fully charge the controller then connect to their implant. Patient will call back if further assistance is needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.